Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical svs (ts). According to the local rep, the pt was presented for a non-cardiac surgical procedure. During the pre-surgical device check, a greater than 400 ohms shock impedance was identified. Ts was informed that this was the first out-of-range (oor) measurement. The device's therapy mode was programmed off for the surgical procedure and the shock impedance would be rechecked post-operatively. There was no electrogram noise in the primary shock configuration and the shock polarity is programmed in reverse polarity. Ts suggested that all of the s-ecgs should be evaluated for electrogram noise during pt isometrics (arm movements). Additionally, an x-ray should be taken to assess the integrity of the system. Ts suggested that a commanded synchronized maximum energy shock could be delivered to evaluate shock impedance. Subsequently, ts called the local rep and left a voice message with a suggestion that stored data should be saved to an sd card and uploaded to in-house engineering for analysis. The local rep contacted ts to report that data from the device would be saved onto an sd card and uploaded to in-house engineering for analysis. The physician suspects that the lead may have moved due to twiddler's syndrome. The device tachycardia mode has been reprogrammed off and the pt has been scheduled for an electrode revision procedure. The pt was presented to the electrophysiology (ep) laboratory. The chronic electrode was removed and replaced without incident. Stored data from an sd card was not uploaded to boston scientific's in-house engineering.